Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise on the atrial lead that caused several auto mode switch episodes. No intervention was performed. Physician decided to monitor the lead. Patient was stable throughout event.